Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to occlusion above the inferior vena cava (ivc) filter and right lower extremity (rle) deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to occlusion above the inferior vena cava (ivc) filter and right lower extremity (rle) deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages.

Manufacturer narrative:
Expiration date: 05/2006. Complaint conclusion: as reported, the patient underwent placement of trapease vena cava filter. Patient has a history of acute bilateral iliac and femoral vein deep thrombosis, acute bilateral pulmonary embolism, deep vein thrombosis (dvt), hypertensive heart disease without heart failure, a normal left heart catheterization the same year as the filter implant, mixed hyperlipidemia, type 2 diabetes, former tobacco user, obesity, chronic back pain with multiple back surgeries and an appendectomy the year after filter implant. The filter was implanted due to lower extremity dvt. Approximately twelve years post implantation, the patient was admitted with complaints of lower back pain and intermittent lower extremity leg weakness. The patient reports swelling and decreased sensation, especially in the right lower extremity. The patient reports bilateral leg pain. The patient had a thrombectomy due to an occluded ivc filter and right lower extremity dvt. A test injection demonstrated a large area of occlusive clot just below the sapheno-femoral junction with a significant clot dangling down into the femoral vein. A non-cordis guidewire was used to blunt dissect through the occluded portion of the iliofemoral system on the right up through the ivc filter in it just above the level of the renal veins. An angiogram was performed to confirm patency of the ivc above the filter. The clotted segment started about 2cm above the filter. Additional information indicates that the patient experienced blood clots, clotting, and/or occlusion of the ivc and pulmonary embolism. The patient also reports suffering from bodily injuries due to being on blood thinners such as a severe rash; mental anguish due to having a permanent ivc filter that can¿t be removed; and pain in chest, legs, and lower back due to dvt. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within device does not represent a device malfunction. Ivc occlusion could not be confirmed without films for review. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Due to the nature of the complaint, the reported chest pain experienced by the patient could not be confirmed and the exact cause could not be determined. Swelling and pain in the legs do not represent a device malfunction and may be related to underlying co-morbidities. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction.anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (relevant history race and medical history) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) section g4 (date received by the manufacturer and PMA/510(k) number) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to occlusion above the inferior vena cava (ivc) filter and right lower extremity (rle) deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. The following additional information was received per the patient¿s medical records: patient has a history of acute bilateral iliac and femoral vein deep thrombosis, acute bilateral pulmonary embolism, deep vein thrombosis, hypertensive heart disease without heart failure, mixed hyperlipidemia, type 2 diabetes, former tobacco user, obesity, and chronic back pain with multiple back surgeries the filter was implanted due to lower extremity dvt. Approximately 12 years post implantation, patient had a thrombectomy due to an occluded ivc filter and right lower extremity dvt. According to the information received in the patient profile form (ppf) the patient reports blood clots, clotting, and/or occlusion, pulmonary embolism, and device unable to be retrieved but there is no documentation of a removal attempt. The patient also reports suffering from bodily injuries due to being on blood thinners such as a severe rash, mental anguish due to having a permanent ivc filter that can¿t be removed and the unknown complications of an ivc filter that was to save your life not to kill you, suffering from pulmonary embolism due to failed filter, pain in chest, legs, and lower back due to dvt, and knowing they could die at any moment.

Manufacturer narrative:
Correction to section d2 (product code).